Event description:
Pt was scheduled on 11/5/96 to have device removal. Pt's surgeon had remarked to send device back to MFR because it "didn't work". Several days later, when the report had to be filled out, he was asked to clarify how or why the device "didn't work". The pt's name was given to him and he replied that it was removed for this particular pt because she is finished with her chemotherapy.